Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. The bolus totals in the bolus history were consistent with the bolus totals in the total daily dose(tdd) history at the time of reported issue. A 10u audio and 10u normal bolus were manually performed and both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 240 mg/dl with blurred vision, extreme drowsiness, polydipsia, and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was hospitalized and treated with unspecified treatment. The reporter stated that the patient was pregnant and had a cold at the time. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did match the active basal program and the basal history matched the active basal program settings. The bolus totals did not match. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.